Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that during a balloon kyphoplasty procedure, under fluoroscopic monitoring, a transpedicular kyphoplasty needle was placed at t12. The needle on the left was able to be advanced to the anterior aspect of the vertebra and a balloon was inflated on the left. The kyphoplasty balloon on the left inflated eccentrically posteriorly with approximately 1.5 cc of contrast. At pressure of 425 psi the balloon ruptured. No patient complications were reported.